Event description:
It was reported that there was a possible ¿current leak¿ at the lead-extension connection on the right side. The patient reported intermittent stimulation and tingling at the connector site and low impedances were seen. All of the bipolar combinations on the right side had impedances between 86 and 196 ohms. The patient was reprogrammed and was still getting symptom relief. No interventions or patient outcome were reported relative to the intermittent stimulation, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va04rp2, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va04d32, implanted: (b)(6 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).